Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular lead exhibited noise. The noise could not be reproduced in the clinic with isometrics, arm movements and pocket manipulation. The lead remained implanted and the patient would be monitored.